Manufacturer narrative:
Initial

Event description:
It was reported that after a recent pump factory reset and a subsequent supply change, the user experienced hyperglycemia with blood glucose rising to approximately 300 mg/dl after a large meal, then gradually trending down through the high 200s to about 240 mg/dl while the ilet continued dosing; the user ate again during the elevated period and expressed concern that the algorithm was not learning properly. Symptoms included high blood glucose. Outcomes included at-home management without medical intervention or hospitalization. Investigation included customer support troubleshooting and education, including discussion of a supply change and follow-up, which the user declined, with plans to call back if glucose failed to continue decreasing or other issues occurred. Investigation of this case revealed no confirmed device malfunction and no actionable device component issue, with glucose decreasing under automated dosing and meals reported as usual. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.